Event description:
It was reported that an asymptomatic patient presented in the or for change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.